Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted beeping tones. Upon review, the tones were due to an out of range right atrial (ra) lead pace lead measurement, measuring greater than 3000 ohms. Additionally, it was noted that this device oversensed the respiratory rate trend (rrt) signal on the ra lead, which resulted in inappropriate atrial tachy response (atr) episodes. Technical services discussed possible causes, provided troubleshooting options and recommended to bring the patient if for evaluation. At this time, the device and ra lead remains in service. No adverse patient effects were reported.